Manufacturer narrative:
Based on the available information, the bench repair engineer evaluated the device and determined that the capacitance was defective. The faulty capacitance was replaced with a new dfm100 assy capacitance, in accordance with the service procedure. Tests were conducted as per the service guidelines. The engineer also noted that the battery used in the device was not original and advised that only a philips original battery should be used. The bench repair engineer recommended reaching out to the philips sales unit for support with obtaining the original battery. The device was returned in working condition. Based on the information available and the testing conducted, the cause of the reported problem was a defective capacitor. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device's capacitance value is low. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.